Manufacturer narrative:
The technician replaced the steer caster and support block to repair the bed.

Event description:
Information received indicates the brake not set alarm will not turn off because a broken caster and support block caused the brake activation weldment to miss the switch when the brakes were applied. The brake casters did hold on 3 corners of the bed but the caster that was broken and would not hold.